Event description:
It is reported that gold coating from the saw guide was generating debris into the wound.

Manufacturer narrative:
Eval summary: while using the cut guide wear debris was generated by the saw blade oscillating on the block. Some possible causes of wear are improper blade selection, lack of irrigation during cutting can increase heat and cause the metal to expand and get tight, and off axis orientation of the saw blade in relationship to the saw lot. Cause cannot be definitely determined. Eval codes: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.